Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that six infusion sets cannulas was kinked within three hours of insertion at thigh on (B)(6) 2025, which resulted in elevated blood glucose (620 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 6. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2025-08650. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-08650), was submitted on 14-may-2025. However, based on the investigation done on 23 jan 2026. Now, this case has been determined to be non-reportable because is was found that no allegation were there related to infusion set. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.